Manufacturer narrative:
Despite repeated attempts, this device was unable to be retrieved. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the estimated longevity for this pacemaker decreased from 9 years to 1.5 years in approximately 10 months. Boston scientific technical services (ts) recommended device replacement due to premature battery depletion (pbd). No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
New information received indicates that this device was explanted.